Event description:
The report stated that during preparation for a radio frequency ablation procedure, water used for cooling was found to be leaking at the handle of the electrode. Another device was opened and the procedure was completed.